Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an occlusion alarm was triggered. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed, and an alarm was triggered. The probable root cause is due to an anomaly in the downstream occlusion(dso) sensor. The dso sensor was replaced.